Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the thresholds on the lead was stable at .75 volts until 6 months ago when they increased to 1.75 volts - 2.0 volts. The lead was capped and replaced. No patient complications have been reported as a result of this event.